Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
We checked the returned unit and confirmed that the water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the water nozzle. In addition, we confirmed that the operation channel leak, the bending rubber leak, the operation channel cut, the insertion flexible tube (ift) dirty, the distal body melted, the insertion flexible tube (ift) discolored, the ccd module pixels, and the bending rubber pin hole; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.